Event description:
It was reported to boston scientific corporation that a lynx implant was implanted into the patient on (B)(6) 2019. The patient experienced further surgery and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2019 the patient underwent further surgery under general anesthesia for the following purpose: revision surgery. On (B)(6) 2020 the patient underwent further surgery under general anesthesia for the following purpose: trimming of the exposed tape.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.